Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and t-sling xtra¿ were placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cervical prolapse, rectocele, fecal incontinence. It was reported that patient underwent mesh removal on (B)(6) 2006 due to right thigh cellulitis and partial separation of post-anal incision. No additional information was provided.